Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of dizziness and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of dizziness and pain: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm voluma in the temple. Patient was given an alcohol swab prior to the injection. After the injection, the patient complained of dizziness which went away after some relaxation. Patient then started to complain of pain in frontal and temporal part of the head 3-4 hours after the injection. Patient was treated with an analgesic and hyalase. Symptoms are ongoing.